Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID 8703w lot# l70873 serial# implanted: 2000 (B)(6) explanted: 2017 (B)(6) product type catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a health care provider (hcp) reported the surgeon¿s plan was to replace the pump and catheter. There was no pump issue to the hcps knowledge. The patient¿s weight was unknown. It was unknown if the issue was resolved.

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8703w, lot# l70873, implanted: (B)(6) 2000, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer with an implantable drug infusion pump indicated for intractable spasticity and multiple sclerosis. The pump contained lioresal with an unknown concentration and dose. It was reported the patient¿s catheter was not working correctly. The patient said the catheter was (B)(6) years old, and they suspected it might be slightly dislodged from her back. They did not confirm that the catheter had been dislodged; they were not exactly sure. They did x-rays, and the x-rays did not really indicate much. The patient said it was hard to tell. The patient said she had been getting increasingly stiffer for ¿probably 2 years¿, and now, since (B)(6) 2017, she was to the point that she was not sleeping at night. It was very uncomfortable. The patient was scheduled to have her pump replaced on wednesday ((B)(6) 2017). The patient called to make sure someone from the manufacturer was going to be there. The change in therapy/symptoms was considered gradual. The patient said she had the same drug info 2 years ago as well. No further patient complications were reported.